Manufacturer narrative:
(B)(4). Date sent: 3/16/2020. Investigation summary the device was returned with the tissue pad lifted to proximal side. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This is not a common occurrence; it is possible that the pad tip made contact with something that could have shifted/lifted it. No other anomalies were noted. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any part of the pad fall off inside the patient? If yes, was it retrieved? Did the patient experience any adverse consequences due to this issue?

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the pad drop off the harmonic. No patient consequence reported.